Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the remote manager failed to open and the fridge door failed to unlock, required maintenance. The customer attempted to recover storage space and rebooted the station as troubleshooting step, but the issue persisted. As per part investigation, it was determined that assy srm buffered temp probe was affected due to thermal damage was present as discoloration on the flat flex cable, indicating overheating condition. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-dec-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Part analysis: the reported condition of "d - es srm: rm failed to open and require maintenance" was confirmed by field service engineer and subsequently confirmed in the dchu testing and inspection process. According to work order wo: (B)(6), the field service engineer (fse) reported that the smart remote manager (srm) was not detecting when the door was closed and remained on screen requesting closure, the latch was cleaned and reinstalled with no resolution, the latch was then replaced and an older board was identified and replaced, the installed probe was also replaced however the new probe returned a -99 error and was replaced again with a different probe which functioned correctly with temperature readings in line during diagnostics, the open/close acceptance test for the smart remote manager passed, repeated open and close cycles showed no failures, and the customer verified proper operation through inventory with correct door closed detection and no delay observed. During dchu visual inspection: pn 136355-01: the unit was received with signs of discoloration along the cable caused by environmental conditions. Pn 119651-11: the unit was received in good condition with no signs of physical damage, loose components, fluid ingress, missing components or other anomalies. Pn 122221-02: the unit was received in good condition with no signs of physical damage, corrosion, fluid ingress, missing components or other anomalies. During dchu testing: pn 136355-01: no further testing was performed due to thermal damage was present as discoloration on the flat flex cable, indicating overheating condition. Pn 119651-11: testing was performed on an esd protected surface with a calibrated digital multimeter to perform resistance measurements, diode checks, and continuity verification on relevant electronic components. No anomalies were found. Pn 122221-02: testing was performed on an esd-protected surface using a calibrated digital multimeter to perform continuity and resistance tests: detection microswitch; continuity is ok. Door-closed microswitch: continuity is ok. Latch detent solenoid: resistance: 12.2 2 within acceptable range. The hardware test application (hta) confirmed that pn 122221-02 - assy latch detent w/o harness and pn 119651-11 - pcba srm pyxibus v1.03 no flexbar all diagnostic tests were completed successfully. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: after investigation, it was determined that the root cause of the "d - es srm: rm failed to open and require maintenance" complaint was attributed to the damage of the assy srm buffered temp probe (pn 136355-01) which exhibited discoloration along the cable, which may indicate environmental exposure and potential degradation. Assy srm buffered temp probe was affected due to thermal damage was present as discoloration on the flat flex cable, indicating overheating condition. The observed condition may contribute to intermittent system behavior under certain operating conditions.